Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The surgeon is making a general complaint against his experience with the vse line and there were no specific vse instruments or procedures documented. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system and instrument log review cannot be performed due to insufficient provided. No specific event dates or vse instrument lot numbers were provided by the customer. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the physician claimed that the vse instrument will not sufficiently seal vessels. The surgeon reported having to control bleeding intra-operatively due to the alleged instrument issue.

Event description:
It was reported that during da vinci-assisted surgical procedures, the surgeon found there was insufficient sealing with the vessel sealer extend (vse) instrument. The surgeon complained that the vse did not seal as well as the previous version and it sticks to the tissue. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue the surgeon was experiencing with the vse was that after sealing is completed the target tissue sticks on to the jaws of the vse and when the jaws are opened there is bleeding. The surgeon would have to re-seal and use the instrument's coagulate feature to stop the bleeding. The surgeon reported they do not feel the vse is sealing well. The surgeon uses the vse for hiatal hernias and colon surgeries. The isi clinical territory associate (cta) assigned to this customer indicated they have not been present when this issue occurs. The robotics coordinator indicated that the issue may be due to technique error. The cta confirmed there was no reported patient impact nor additional medical intervention as the surgeon reseals the incision with the coag option to stop bleeding. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.